Event description:
It was reported that the patient's "symptoms had come back over the last couple months." It was noted that the patient's implantable neurostimulator (ins) was off when the nurse checked it in the physician's office. It was noted that there was no issue with the patient programmer. It was noted that the patient's ins was turned back on and checked. It was noted that the patient "left the office feeling the stimulation sensation but came back within a half hour because she didn't feel anything." It was noted that the health care professional (hcp) checked the patient's device and it was off again. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3093-28, lot# v342998, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).